Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty attaching the infusion set connector to the ilet and attempted another connector without resolution, prompting troubleshooting and education. Symptoms included no reported clinical effects. Outcomes included no reported impact on daily activities or medical care. Investigation included telephone troubleshooting and user education. Investigation of this case revealed no device alerts or alarms and no confirmed device malfunction. It was concluded that the event involved difficulty attaching the connector without evidence of a product performance failure.